Event description:
Low anterior resection, ralc45 dlu was used to transect rectum. Upon firing it appeared normal. After anastomosis was completed with a circular device, the distal staple line was inspected and found to have unformed staples. Md oversewed the anastomotic site.